Manufacturer narrative:
A qualified technician inspected the u9000 ultrafilter on site and a leak was observed. The reported condition was verified. To resolve the issue, the qualified technician reseated the u9000, then calibrated the pressure, conductivity, and flow. A function self-test was ran and passed. Based on past investigations, the most likely failure is a crack in the housing nearby the welding zone, a design related issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a u9000 ultrafilter, a leak was observed. There was no patient involvement. No additional information is available.